Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: evaluation revealed that the display lens was scratched and scuffed within the field of view. There was evidence of moisture contamination behind display lens. Evaluation revealed a crack in the battery compartment. The pump powered on with a blank display screen and no vibration due to moisture contamination. A leak test was performed and showed a leak at the display lens. The pump case was removed and revealed evidence of moisture contamination throughout the inside of the pump. Unrelated to these issues, investigation revealed that the keypad cover was torn. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. There was moisture contamination found behind the display lens and inside the pump case. A leak was found at the display lens. Evaluation revealed that the display was scratched and scuffed within field of view. The display screen was found to be blank and the pump had no vibratory function due to the moisture damage. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6)2015.